Event description:
It was reported that during routine follow-up, the pulse generator could not be interrogated despite several attempts. Review of the electrograms revealed the patient experienced bradycardia; loss of output and premature battery depletion were suspected. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found the device could not be interrogated, exhibited no output and early battery depletion. This was due to an anomalous integrated chip. After removing the integrated chip and connecting to external power supply, the device functioned normally.